Event description:
During a transfer using an invacare full body lift 450 with scale lift tipped forward. Sling was for use to 300 lbs and was full body lift. Legs of lift were open during transfer. Resident was in sling when lift tipped and hit head on bed frame when lift tipped and sustained a femur fracture. FDA safety report ID# (B)(4).